Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode was part of a system revision due to infection. This product was explanted. There were no additional adverse effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.